Event description:
I've had saline breast implants for almost 9 years and was diagnosed in the past year with lupus nephritis. My kidneys are declining rapidly no matter what diet changes I make or how many supplements I take. I have also been diagnosed with anca vasculitis and raynauds. I have read that silica causes anca and breast implant illness can cause all three of these disease. I also now have hyperthyroidism. I have made an appointment to get them removed in the hopes that I can get my life back. I'm (B)(6).